Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and (ams) sparc were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a mesh and sparc sling system were implanted on (B)(6) 2008 for rectocele, cystocele, enterocele with vaginal vault prolapse and intrinsic sphincter deficiency with urinary stress incontinence and a sparc sling system was implanted on (B)(6) 2008. The patient experienced perforation of bladder, recurrence of prolapse, recurrence of incontinence, pain, urinary problems and dyspareunia post mesh implantation. (B)(4). Recurrent prolapse. Dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure. It was reported that patient underwent revision of mesh on (B)(6) 2013 by dr. (B)(6) at the (B)(6).